Event description:
It was reported by the contact person the device was used during an ob/gyn procedure during the month of april. It was reported the device would not fire during the initial firing. A new device was opened to complete the case. There was no consequence to the pt.